Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 76 mg/dl. A pump system check was performed. The cartridge and tubing were found to be functioning as expected. The customer declined to remove the cannula for inspection and thought that the occlusion was a temporary positional blockage as the customer was driving at the time. The customer thought that the cannula was functioning as intended. The bg remained within the target level.